Event description:
Additional information received noted that the device was explanted and replaced today as the patient was travelling overseas for 4 months and there was concern the ipg may deplete rapidly while he was away. Short circuit was corrected with new extensions. The patient was receiving adequate therapy.

Event description:
Additional information received noted that the device was explanted on 2012-(B)(6). The patient recovered without sequelae.

Event description:
It was reported that an elective replacement indicator (eri) message was received despite the implantable neurostimulator (ins) having only 2.9 volts settings and implanted (B)(6) 2011. The stimulation was still having effect and side effects (dyskinesias, tingling in face and arms). Out of range low and high impedances were also documented. C and 0, c and 3, 0 and 3, 1 and 3, 2 and 3, were all over 3000 ohms. 1 and 2 was measured at 35 ohms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of neurostimulator model 37601 (B)(4) showed battery normal end of life; telemetry and output ok. There was no significant anomaly. The ins went to an eri condition due to an external short across the output. A longevity estimate was done based on the parameter printout of (B)(6)-2012 sent via e-mail. The printout indicates that there was a short across the #1 and #2 circuits (35 ohms). According to the data taken from the ins, this device reached eri in 4 months. It is unknown what electrodes were being used in the first 4 months after implant. If a bipolar configuration was used with the #1 and #2 circuits, the longevity of the device would have been significantly reduced from what the estimate indicates. A short across the output can pull the battery down and trip the eri bit. When the short is removed or the output shut off, then the battery can recover as evidenced by it being at 2.9 volts.